Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: ubd: 31-aug-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving gablofen (2000 mcg/ml, 780 mcg/day) via implanted infusion pump. It was reported that upon disconnecting existing catheter from existing pump for prophylactic replacement prior to hitting end of life (eol), no spontaneous retrograde flow of cerebrospinal fluid (csf) was observed. After attaching new pump to existing catheter and accessing catheter access port (cap) with a 24 gauge non-coring needle, inability to aspirate fluid. Upon creating a spinal incision and cutting the existing 8780 catheter below the anchor, immediate spontaneous retrograde fluid of csf was observed. After splicing on a new segment of 8784 catheter and reattached to new pump, easily able to aspirate fluid through cap. The patient exhibited no signs or symptoms related to this issue. No known environmental, external, or patient factors that may have led or contributed to issue. No diagnostics or troubleshooting were performed. The issue was resolved at time of report. It was reported postoperatively, the infusion rate was decreased by 50% to 390 g per day. The patient's concomitant medications included oral baclofen, trazodone, ditropan, protonix, mycostatin topical, and phenergan. The patient's medical history included cerebral palsy, spastic quadriplegic, unspecified intellectual disabilities, borderline personality disorder, generalized anxiety disorder, sleep disorder, bladder disorder, congenital deformity of hip, wheelchair dependence, chronic constipation , chronic gastritis without bleeding, and moderate malnutrition. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ broken/melted/torn at or after explant ¿ did not affect infusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type catheter. H3: no changes to previously reported analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the catheter was occluded and that the patient experienced possible baclofen withdrawal.